Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A23: probably bent a0709: could no longer be referenced g2: this event occurred in germany, see section e. H3, h6: the returned curved suction was analyzed. It was visibly bent to "some degree" and displayed divot errors from 2.4 mm to 3.6 mm. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instruments could no longer be referenced. It was noted that they were "probably bent." There was no patient involved.